Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and sensor issues. The customer's blood glucose level at the time of emergency room visit was 545mg/dl. The customer was treated at the hospital. The customer attributes the highs to lack of sleep and stress. The customer does not believe the pump was the issue. The customer was advised to monitor the device and call back if issues persist.